Manufacturer narrative:
The pump data logs were reviewed. No device failure was detected; device operated within specification.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 60 mg/dl and glucose tablets were consumed and the low bg was resolved. The customer did not know what caused the low bg. Tandem technical support advised the customer to consult with a healthcare provider about the low bg.